Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The graphic user interface (gui) printed circuit board (pcb) was replaced.

Event description:
Report received that ventilator had an erratic display. The ventilator was not on a patient at the time of the event.